Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The location of the lesion was the aorta. The 33 x 7 x 2 x 65 equalizer balloon was advanced to the lesion. On the first inflation that balloon ruptured at unknown pressure. The device was removed from the pt intact. There were no pt complications. The procedure was completed with another of the same device. Pt status is reported as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).